Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that there was failure to capture on the biventricular implantable pulse generator (ipg). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, (B)(6) 2002; 4965-35 implantable pacing lead, (B)(6) 2002; tissue valve, (B)(6) 2002. (B)(4).